Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported on (B)(6) 2014 that the patient got a staph infection and they are not sure how. The patient is getting better. The patient¿s vns is not being explanted. No further information has been received to date.